Manufacturer narrative:
The following fields have been updated with corrections: site legal name (FDA): bd medical - diabetes care - holdrege, ne / 68949; d.1. Medical device brand name: bd 0.3 ml insulin syringe with bd ultra-fine¿ needle; d.2. Medical device type: n/a; d.2. Medical device catalog #: 324916; d.3. Medical device manufacturer: holdrege; d.4. Unique identifier (UDI) #: (B)(4); g.1. Manufacturing location: holdrege.

Event description:
It was reported that bd 0.3 ml insulin syringe with bd ultra-fine¿ needle has scale marking issues and a broken needle. This was discovered before use. The following information was provided by the initial reporter: 6x0.25mm latex-free insulin syringe that comes with several defects, including: broken needle / no scale.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for needle broken and scale marking missing due to unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle broken and scale marking missing due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ syringe has scale marking issues and a broken needle. This was discovered before use. The following information was provided by the initial reporter: 6x0.25mm latex-free insulin syringe that comes with several defects, including: broken needle / no scale.